Event description:
The customer contacted physio-control to report that when they powered their device on to complete a daily check, the unit locked-up with black bars across the display. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the main pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.